Event description:
Customer reported that the insulin pump made a grinding noise during the rewind process. Customer also reported that at times the insulin pump would squirt out insulin rather than release droplets during priming. Blood glucose level was 179 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).